Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval- yes. D10: returned to manufacturer on: 02-mar-2023. H6: investigation summary: one spike connector, assembled to an infusion bag, was provided to our quality team for investigation. Through visual inspection, no damage or other visible defects were observed. Functional evaluations were performed in attempts to recreate the reported failure. Pressure was applied to the infusion bag, squeezing multiple times, no leak was observed from the bag stopper or between the connection of the connector and spike. Additional testing was completed, connecting an injector to the connector of the spike and injecting liquid into the bag, again no leaks were observed. Force testing was performed and verified the pieces were properly welded and could not be manually disconnected. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to verify the connection of the two pieces. As the lot involved in this incident is unknown, a device history review could not be performed. Given no damage or leaks were observed on the returned sample, and device records do not indicate an issue related to the reported incident, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that after mixing drug the bd phaseal¿ spike connector (c180j) was transported and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: after drug mixing, the IV set was transported in the hospital, and the inside of the ziploc was then found to be wet.

Event description:
It was reported that after mixing drug the bd phaseal¿ spike connector (c180j) was transported and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: after drug mixing, the IV set was transported in the hospital, and the inside of the ziploc was then found to be wet.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.